Event description:
Health professional reported that pt had complained of "pus" and "pain at port site soon after" implant of the lap-band sys. The surgeon initially believed the symptoms may have been due to an "infection" and/or "possible material allergy." The pt has been treated with "3 rounds of antibiotics for the possible infection and the port has been removed. The surgeon ruled out an infection after lab results and cultures were negative for infection. The surgeon believes the pt is possibly allergic to the band or has a "metal sensitivity." F/u findings: health professional stated that the "pus" as described by the pt was "serious drainage."

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not been returned and was discarded after surgery by the reporter. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the contraindication for pts regarding wound drainage as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than (B)(4) of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystisis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection." Device labeling addresses the contraindication for pts regarding allergic reaction as follows: "the lap-band sys is contraindicated in: pts who are known to have, or suspected to have, an allergic reaction to materials contained in the sys or who have exhibited pain intolerance to implanted devices." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain."